Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was stated that the patient had a heart procedure that day, where they needed their heart shocked for a-fib. It was reported that after the procedure they went to turn stim back on and that¿s when the por message appeared on the programmer (pp) screen. It was recommended that they follow up with their healthcare provider to clear the por. It was noted that they tried to make an appointment but couldn¿t get in for some time, so a manufacturer representative was notified to see if they could assist the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. A rep came to the urology office to clear the por message four days after the por message was seen. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep). They met with the patient and resolved the por. No further device issue alleged / identified. No patient symptoms or complications were reported.